Event description:
Rn took clinet's temperature with new ear thermometer- registered 97.4. Rn felt this was wrong due to warm skin and increased heart rate. Retook temperature with oral thermometer- temperature 100.8- retook and checked again- same.